Event description:
The intra-aortic balloon was inserted into the pt on 3/9/98 at 4:30 p.m. Poor augmentation was noted and the intra-aortic balloon was removed on 3/11/98 at 11:00 p.m. The pt had severe bleeding and a transfusion was required. The intra aortic balloon was not returned to datascope for evaluation. (Event complications: bleeding/severe/transfusion required - reported 7/14/98.) (Pt's current status: discharged - reported 7/14/98.)